Event description:
It was reported that a loss of capture was observed. The device was explanted.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The pacemaker was successfully interrogated and the pacemakers memory content was analyzed. The analysis revealed that the device activated the eri battery status as a result of an invalid memory content. However, the battery was not depleted. In general, the pacemaker is equipped with the ability to detect and repair invalid memory content. In case of invalid memory content in an area related to specific device data, by design the pacemaker will activate the device status eri. This does not represent a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. During the further course of the analysis the device could be re-initialized successfully without any difficulties. Additionally, a stress test under different temperature environments was performed revealing no anomalies. There was no indication of a device malfunction. In conclusion, the clinical observation resulted from an invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration.